Manufacturer narrative:
(B)(4). 30123206 item name 32mm i.d. Size f high wall liner lot # 66855164 30123206 item name 32mm i.d. Size f high wall liner lot # 65257133 30123606 item name 36mm i.d. Size f high wall liner lot # 65257326 g2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was unable to be inserted into the cup. The surgeon suggested possible poor bone quality or angulation. The procedure was completed using another device. There is no additional information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Visual examination of the returned product identified inside spherical surface has scratches and gouges. The outside porous surface had foreign material from possible implantation attempt. No further damage was noted. Measurements taken were found to meet product specifications. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.